Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts during the priming. The customer blood glucose level was unknown. Customer also stated that insulin pump rewind slower and wear and tear on buttons also insulin pump receive motor or buttons errors. Customer also stated that insulin pump receive unexplained no delivery alerts and backlight dim. The device will not be returned for analysis.